Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, a white piece of insulation peeling off tip. Surgeon used on his patient and when he pulled it out, it was noticed that the insulation peeled off. There was no patient injury.